Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no access to sound. The user shows behavioral problems, hitting the head on the floor to get attention. Once the head was hit at a table and the implant zone became purple with edema. Re-implantation has been suggested.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. In addition, previously to the reported impact a short circuit between two implant channels, due to undetermined reasons could be observed. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user has no access to sound. Once the head was hit at a table and the implant zone became purple with edema. Re-implantation has been suggested but no date has been scheduled yet.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user has no access to sound. Once the head was hit at a table and the implant zone became purple with edema. The user has been re-implanted on (B)(6) 2018.